Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hst iii system (3.8mm) after pressing the wing button they were unable to press the handle of the delivery device (step 2), so they gave up using it. Resistance was so strong that you couldn't push the handle at all during the procedure. They used other lot's products. There is no delay in procedures. No effect on patient.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 09/18/2023. An investigation was conducted on 09/19/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the device. The delivery device was returned inside the loading device, however the presence of blood as well as placement of the seal and delivery device indicated an attempt was most likely previously made to load the seal. The blue slide lock was observed to be on and the white plunger was not depressed. A mechanical evaluation was conducted. Steps 1-3 were able to be performed with no physical difficulties. No resistance was observed when performing step 2. The delivery device was removed from the loading device with no physical difficulties, however the seal and tensions spring assembly remained in the loading device. The seal and tension spring assembly was removed from the delivery device with no physical difficulties. No cracks or delamination were observed on the seal. The tip of the delivery device was observed to be misshapen from customer use. Measurements of the delivery device were taken; the inner diameter was measured at 0.194 inches, the outer diameter was measured at 0.2185 inches. The length of the delivery tube was measured at 2.51 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and investigation results, the reported failure "mechanical issue" was not confirmed, however the analyzed failure "fitting problem" was confirmed. The lot # 3000265606 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported using hst iii system (3.8mm) after pressing the wing button, they were unable to press the handle of the delivery device (step 2), so they gave up using it. They couldn't push the handle at all during the procedure. They used other lot's products. No effect on patient.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.